Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient's subdural hematoma was cleared (B)(6) 2015 following CT. The event was resolved without sequelae.

Event description:
Additional information received reported that there was a left subdural hematoma. The patient fell between his initial visit on (B)(6) 2015 and when the subdural hematoma was discovered and the time of the elective evacuation of subdural hematoma. The evacuation did not resolve the subdural hematoma.

Manufacturer narrative:
Product ID 3387s-40, lot# va0nfax, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient had developed a large left subdural hematoma with 6 mm midline shift to the right. Observation and repeated scans were done as an intervention. A CT scan without contrast showed large left convexity mixed age subdural hematoma effacing left hemispheric sulci and resulting in 6 mm midline shift to the right. The patient was scanned again in (B)(6) and showed a chronic left subdural hematoma that had continued mixed density suggesting there had been further hemorrhage. The volume of the subdural hematoma was slightly larger and the left to right shift measured 7 mm. The patient was scanned again a few days later and showed the mixed density subdural hematoma collection was not significantly changed. The patient underwent an elective burr hole evacuation a couple days after the last CT scan. The evacuation did not resolve the subdural hematoma. The patient also began to have weakness with falls after the subdural hematoma was first noted. The evacuation date was moved up due to the falls. The event required medical or surgical intervention and resulted in in-patient hospitalization and prolonged existing hospitalization. The etiology was the lead/extension tract and was unlikely related to the device or therapy and possibly related to the implant procedure. The event was ongoing with no further action needed. If additional information is received a follow-up report will be sent.